Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files only of the last therapy were read out and analyzed, because an exactly date of occurrence wasn´t communicated. During the analysis of the history it could detected, that the syringe holder was two times open during an ongoing therapy. The sample was subjected to a visual and functional examination. Some soiling and age-related marks of use could be found and the left door hinge was broken. A functional test included a long test run was performed. During the drive head moved out an abnormal noise could be recognized. The syringe, which was inserted for technical purposes (type bd 50/60), was dependably identified and could be selected. No further malfunction occurred during the test. The complaint hint "syringe not in the device" was reproduce by open of the syringe holder during ongoing delivery. The sample was disassembled and the inside was examined. The holder for the stepper motor was bent and the drive unit shows also damage caused by external forces. The complaint could be not confirmed. The hint occurred if the syringe holder was open during the ongoing therapy. Whether the syringe holder was opened by the user or due a drop down could not clarified during the investigation. The found damages on the pump are the consequence of external forces.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): delay of therapy